Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: 2 ccus not recognizing camera heads. The failures identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a main board failure and a optical isolation cable failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.